Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an unrelated surgery and did not place their ipg in surgery mode. Subsequently, the ipg was unable to communicate and was found to be inoperable. Troubleshooting was attempted by a manufacturer representative to no avail. As a result, surgical intervention took place on (B)(6) 2024, where in the inoperable ipg was explanted and replaced to address the issue.